Manufacturer narrative:
The trusystem 7000 operating table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia task-related patient transfer within the operating theatre for applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. Upon onsite inspection, baxter field service technician could not replicate the reported failure. Head section was attaching and detaching from the table as expected. It was determined that user placed the head section onto the table incorrectly. Per the IFU, hazard to the patient due to improper attachment is existent. User shall check that the tabletop sections and accessories are securely fastened to the operating table before each use. The spontaneous movement or slipping out of loose elements may occur. Therefore, user should check that all fastening elements are seated properly and tightly. The reported event of trusystem 7000 head section falling off of the table is likely to cause or contribute death or serious injury, and could be contributed to a user error due to end user failing to properly installed the section. Prevention of this type of event is outlined per the IFU as noted above. Although there was no reported injury with this event, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that or table trusystem 7000 u (dv) ead section fell off of the table during a surgical procedure with a patient on the table. The bed was located at the account and no harm or significant impact to the surgical procedure was reported.